Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump malfunctioned. The caller reported the customer's blood glucose rose to 519 mg/dl, leading to a hospitalization. The date of the hospitalization was not provided. The caller reported repeated no delivery alarms after a set change. The customer was released from the hospital on (B)(6) 2017. The customer's current blood glucose was 124 mg/dl. Customer did not experience any symptoms of high blood glucose. Troubleshooting found the time was incorrect on the insulin pump. Customer was assisted with correcting the time. The customer was able to resolve the no delivery alarm with a complete set change. The insulin pump will not be returned for analysis.